Event description:
The following information was provided: reamer was jammed and interns shaft was bound, when device was removed it was noted that 2 screws were missing. We switched to a straight reamer and proceeded with no issue. Case type / application: tha 4.1.